Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to moisture damage battery connector, connected into j7 of pcba 1. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Unit had cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails, label damage. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that insulin pump had crack in battery compartment side from top to bottom. Customer stated the insulin pump was dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.